Event description:
It was reported to boston scientific corporation that a captiflex extra small oval snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, when the user was closing the snare loop, the wire in the handle detached. The procedure was completed with another captiflex extra small oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Visual evaluation of the returned device found that the handle cannula was detached and is slightly bent. There were marks noted on the handle cannula from the handle assembly process. The handle was disassembled to inspect the finger ring condition and the cavity number. The cavity number is 4 and there was no damage found to the finger ring. Functional evaluation was not performed due to the condition of the returned device. The complaint that the handle cannula detached was confirmed. Manipulation of the device during the procedure could have cause the handle cannula to bend and detached however, it was also noted that the finger ring component has a dimensional issues which is related to the component molding. Therefore, based on all gathered information, the most probable root cause is design. There is an investigation in place to address this issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captiflex extrasmall oval snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, when the uer was closing the snare loop, the wire in the handle detached. The procedure was completed with another captiflex extrasmall oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.